Event description:
It was reported that the consumer experienced corneal ulcer on left eye (os) after wearing contact lens and that took three days to heal. Consumer noticed a small, weighted line on contact lens upon further investigation. Consumer resumed contact lens wear and experienced blurring problem in both eyes. The current status of the event blurry vision of eyes was ongoing at the time of reporting. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received which confirmed the ulcer was healed after three days and the lot number was updated.

Manufacturer narrative:
H3; h6: the actual complaint product was returned and was found to meet manufacturing specifications. An update to the manufacturing review has been requested. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 to update any significant changes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications for package integrity, solution osmolality and ph, base curve, diameter, surface and edge visual criteria, optical quality and power. Retain sample evaluation was performed as per criteria visual mantis inspection and vacuum tester for leakage. The results found that there was no sign of leakage observed. The returned sample from user was found to meet all the manufacturing specifications and no defect identified. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).